Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device was not able to acquire a 12 lead electrocardiogram (ECG) with artifact. The patient involved was reported to not have experienced harm or adverse patient impact. There was no initial report of immediate clinical action taken to prevent serious injury or death. Additional information has been requested.